Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the event was 73 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Event description:
The user received questionable results for calcium on the integra 800 analyzer. The event involved 12 patient samples. Eleven patient samples gave discrepant calcium results. The initial calcium results for these patient samples were flagged by the customers laboratory information system (lis) as not matching previous calcium results for these patients. Patient sample 1, the initial calcium result gave 10.3 mg/dl. The sample was repeated yielding a calcium result of 9.4 mg/dl. Patient sample 2, male, (B)(6) of age. The initial calcium result gave 10.7 mg/dl. The sample was repeated yielding a calcium result of 9.0 mg/dl. Patient sample 3, female, (B)(6). The initial calcium result gave 10.5 mg/dl. The sample was repeated yielding a calcium result of 9.1 mg/dl. Patient sample 4, male, (B)(6). The initial calcium result gave 11.1 mg/dl. The sample was repeated yielding a calcium result of 8.4 mg/dl. Patient sample 5, male, (B)(6). The initial calcium result gave 10.5 mg/dl. The sample was repeated yielding a calcium result of 9.2 mg/dl. Patient sample 6, female, (B)(6). The initial calcium result gave 11.8 mg/dl. The sample was repeated yielding a calcium result of 10.1 mg/dl. Patient sample 7, male, (B)(6). The initial calcium result gave 11.2 mg/dl. The sample was repeated yielding a calcium result of 8.7 mg/dl. Patient sample 8, male, (B)(6). The initial calcium result gave 10.4 mg/dl. The sample was repeated yielding a calcium result of 9.5 mg/dl. Patient sample 9, female, (B)(6). The initial calcium result gave 10.1 mg/dl. This result was reported outside the laboratory. The user repeated the sample on (B)(6) 2010 which yielded a calcium result of 9.1 mg/dl. This repeat calcium result of 9.1 mg/dl was called as a corrected result. Patient sample 10, female, (B)(6). The initial calcium result gave 11.7 mg/dl. This result was reported outside the laboratory. The user repeated the sample on (B)(6) 2010 which yielded a calcium result of 9.6 mg/dl. This repeat calcium result of 9.6 mg/dl was called as a corrected result. Patient sample 11, female, (B)(6). The initial calcium result gave 11.9 mg/dl. This result was reported outside the laboratory. The user repeated the sample on (B)(6) 2010 which yielded a calcium result of 8.9 mg/dl. This repeat calcium result of 8.9 mg/dl was called as a corrected result. There were no erroneous results reported outside the laboratory for patient samples 1 through 8. The calcium reagent lot number was 62601901. No patients were affected by this event. The field service representative found a problem with sample pipetting. He replaced valves. Instrument diagnostic checks were run to verify analyzer performance.

Event description:
It was reported that during a colon procedure, the staple line was complete. The anastomosis was completed, but when the instrument was to be removed from the tissues, it appears more difficult that it should be. The surgeon managed to remove the device, but slightly tore the tissues (on several points only, not the complete staple line). There was no hemorrhage. Manual sutures were made on these points. Leakage test performed ok. No consequences to the pt. Add'l info requested, but not available.

Manufacturer narrative:
(6)(4). Evaluation: the investigation unit has evaluated this customer complaint and has determined that it is not associated with remedial action reporting number (6)(4) and is therefore unassigned. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Additional lot of architect reaction vessels: lot 65388p100, device MFR. Date: 5/23/08, expiration date: na the investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Upon further review, the customer issue is associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated error codes 1007, unable to process test, activated read failure and 1006, unable to process test, background read failure was generated several times on the architect i2000sr analyzer. No impact to patient management was reported.